Manufacturer narrative:
The customer's report that the hub of the tubing was cracked was confirmed. The rest of the set was inspected for kinks, holes/tears in the tubing, and damages to the components. Visual inspection of the set noted majority of the male luer collar was broken off. The collar break was around the base of the collar. Further inspection observed no stress or tool markings at the break site. No other issue was observed. Functional testing resulted in no leaking. The root cause was identified as design of the male luer component. The device history record for model me2017 could not be conducted due to no lot number being provided.

Event description:
It was reported that the hub of the tubing was cracked. There was no patient injury. Although requested, additional information was not provided.

Manufacturer narrative:
Concomitant medical products: alcohol cap. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is a pediatric.

Event description:
It was reported that the hub of the tubing was cracked. There was no patient injury. Although requested, additional information was not provided.